Event description:
It was reported that after about 3 hours of charging the sonnet rechargeable battery max the charging unit began to smoke and then stopped functioning. Additional information stated that there were no injuries related to this event.

Manufacturer narrative:
Conclusion: according to the information received, the sonnet charging unit began to smoke while charging a power battery. The investigation revealed a mechanically damaged charger and battery. However, no signs of smoke or fire could be observed on the charger or the rechargeable battery. The charger_s surface and the sockets were a little dirty, the usb socket was damaged, and the contacts were bent. Electronic inspection revealed a functioning charger. Also, the housing of the rechargeable battery was found mechanical damaged (cracked). It must be assumed that the mentioned behavior was caused by improper handling when removing the rechargeable battery from the sonnet charging unit. Additional information stated that there were no injuries related to this event. This is a final reporte

Event description:
It was reported that after about 3 hours of charging the sonnet rechargeable battery max the charging unit began to smoke and then stopped functioning. Additional information stated that there were no injuries related to this event.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.